Event description:
It was reported the customer had a keypad anomaly. The customer reported the numbers on their insulin pump began to scroll when attempting to bolus. The customer could not escape from the screen and had to remove their battery. Customer's blood glucose was 97 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.